Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer switched to multiple daily injections for insulin, was instructed to place pump in storage mode and return it, and was provided replacement pump and guidance to reenter pump settings and reconnect continuous glucose monitor.